Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2026 the patient was admitted into the hospital due to a localized skin reaction due to the omnipod adhesive requiring overnight observation and monitoring. It was confirmed that there was no allegation against the dexcom device regarding the skin reaction. The patient experienced thirst. The cgm was reading 200 mg/dl, and the blood glucose reading was 500 mg/dl. The blood glucose levels were above 300 mg/dl and reported peaks up to 500 mg/dl. The reporter was unaware of any specific treatment given for hyperglycemia, but it was stated that diabetes management during hospitalization required intervention outside of the omnipod system. The day after the event the patient´s condition stabilized, and the patient was discharged. There was no documentation of medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.